Event description:
(B)(6). According to the information received, a user reported that urine stayed inside a speedicath compact catheter and could not be evacuated. An indwelling catheter had to be used on the patient.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up report #1: devices were received and tested manually. None of the returned catheters were damaged or broken. The eyelets were free and not blocked. The connectors were not deformed or blocked as well. Based upon the testing of returned devices, this complaint cannot be confirmed as reported.

Event description:
Patient identifier: (B)(6). Date of event: best estimate: (B)(6) 2013. According to the information received, a user reported that urine stayed inside a speedicath compact catheter and could not be evacuated. An indwelling catheter had to be used on the patient.